Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent alert 32, indicating a drug delivery motor communication error, which prompted multiple device restarts and led the user to transition to backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included temporary interruption of device therapy with the use of backup therapy and no medical intervention or hospitalization. Investigation included device replacement logistics and requests for return of the original device for evaluation. Investigation of the returned device revealed a motor processor communication malfunction associated with the delivery motor communication pathway.